Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
The additional evaluation indicated the pins of the flexible shaft was damaged and bent. The investigation has shown that the coupling prongs were heavily damaged / bent. The review of the production history revealed that this instrument was manufactured in may 2010 according to the specifications. No manufacturing related issues were found. Based on these findings we have to assume that too much applied mechanical force during the procedure has caused the deformation of the tip (the shaft also shows wear).

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: while the surgeon was reaming the medullary canal of the tibia shaft, the tip got stuck in the canal. The surgeon tried to manipulate it. However, the reaming head came out with having the flexible shaft tip broken. It began when the surgeon started the reaming process. No patient harm because he replaced the flexible shaft with another one from their second synream set. This report is 1 of 1 for complaint (B)(4).